Event description:
It was reported that (1) device was used during a lung volume reduction. It was reported by the affiliate that the tsb45 instrument was used in the case. The pt had extremely strong bleeding during the night after the procedure. The reloads were not performing a proper "b" shape of the staple line. The pt then had to have a thoracotomy with a tl5cc to keep the pt from dying.